Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient informed the vad coordinator on (B)(6) 2015 that the estimated pump flow values were reading high at 9-10 lpm and the pump power values were also elevated to 7-9 watts. The elevated readings lasted for approximately 2-3 hours. Upon arrival at the clinic, the pump parameters had returned to normal for the patient (estimated flows at 6.3lpm, pump power at 5.6 watts). The patient's systolic and mean blood pressures were elevated at 110mmhg and 88mmhg respectively. An echocardiogram was performed and no indications of a clot were found. The pump speed was increased from 9000 to 9600rpm because the blood flow was ejecting through the aortic valve. The patient's map reading lowered to 84mmhg for approximately 10 minutes, but the estimated pump flow and pump power returned to, and remained at, elevated levels. It was reported that the patient remained asymptomatic with no physical complaints. A system controller data log file was submitted to the manufacturer's technical services for review. There appeared to be an upward trend in the linear recorded pump power values and linear estimated pump flow values. No additional information was provided.

Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the reported elevations in pump power and estimated pump flow values. While a specific cause for the changes in pump parameters captured in the log file could not be conclusively determined, it was indicated that the slight transient pump power elevations captured from (B)(6) 2015 all appeared to be associated with pulsatility index events. The elevations in pump power and estimated pump flow values peaked at the end of the log file, which is expected following an increase in fixed speed. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.